Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombocytopenia issues has been completed since the original report was filed. The product was returned for investigation. The device was visually inspected the pump and no physical damages or abnormalities were found. The cause of access site bleeding was most likely anticoagulation management related per clinical review. The cause of the thrombocytopenia issue was not determined due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump being delivered for care escalation beyond the prior placed cp. The patient was on support with multiple cardiac comorbidities and brought to the or for the 5.5 placement. When the impella was placed the patient had multiple bleed sites and concerns for thrombocytopenia. The patient was treated with multiple units of prbcs.